Manufacturer narrative:
The customer attempted to clean the probe and probe wipe and stated that they obtained better results for plt and wbc backgrounds; however they decided to change the probe wipe block (pn 6807013) with one that they already had in-house resolving the leak and the plt/wbc background failures. The customer stated the instrument is now working without any further issues. Service was not dispatched for this event as the customer resolved the issue. Failure mode is related to the probe wipe assembly that needed to be replaced. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reported seeing a drop of diluent on tube cap while running patient samples on the coulter ac*t diff 2 analyzer. The leak was contained within the instrument. The customer also reported background failures for platelet (plt) and white blood count (wbc) parameters. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.